Manufacturer narrative:
Tw: (B)(4) product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6) batch: 20040104. Tw: (B)(4) product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial:(B)(6) batch: 20019698. Tw# (B)(4) product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 20019698. Tw# (B)(4) product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 19631734. Tw# (B)(4) product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(6) batch: 20019698.

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to therapy was not providing pain relief. The patient is stable. Device will not return, and electrocautery was not used.